Manufacturer narrative:
Complaint conclusion: the floppy tip of .018 x 300cm straight tip sv short peripheral steerable guidewire (pgw) broke and stayed in the patient's artery. The device was not returned for analysis. The physician reports this is the second time this has occurred with this product where the "guidewire broke in the flop tip into the patient artery". The product was not returned for analysis. Per visual analysis of a photo provided, the distal tip separated/damaged it can be observed. No other anomalies on the product can be noticed at the attached picture. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿distal tip-fractured/separated¿ was confirmed as part of the picture analysis. The root cause of the failure reported by the customer could not be conclusively determined during the analysis of the received picture. Therefore, it is not possible to establish whether it is related to the manufacturing process of the product. According to the information in the instructions for use (IFU), although not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control. Guidewire manipulation/torquing should always be performed under fluoroscopic guidance. Never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Should the guidewire tip become entrapped within the vasculature (i.e., small side branch, tight stenosis), do not torque the guidewire. Advance the balloon catheter distally, gently pull the guidewire back into the balloon catheter, and remove the balloon catheter/guidewire system as a unit. Should torque control/tip response be compromised during use, confirm tip integrity using fluoroscopy. Loss of torque control may be due to core wire fracture. Under fluoroscopic guidance, advance the balloon catheter to the distal end of the guidewire and remove the balloon catheter/guidewire system as a unit. Without a lot number to conduct a phr review and based on the results of the product analysis, there are no indications that the reported complaint is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35260725 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. A picture of the device has been analyzed but the final, approved draft of the report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the floppy tip of .018 x 300cm straight tip sv short peripheral steerable guidewire (pgw) broke and stayed in the patient's artery. The device will be returned for analysis. The physician reports this is the second time this has occurred with this product where the "guidewire broke in the flop tip into the patient artery". Photograph was provided and available for review.